Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit powered on by itself when connected to battery and ac power. There was no patient involvement.

Manufacturer narrative:
G4: 28apr2020. B4: 06may2020. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer swap out the battery to see if it resolves the issue. The customer reported that when the battery was swapped out, the issue persisted. The customer requested onsite service. The customer can no longer be reached as they are no longer employed at the facility. The field service engineer (fse) notified another employee at the facility that the unit may require a user interface assembly to repair the issue. Another employee at the facility opted to call back when they are ready to have the unit repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.